Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that they were having incontinence when they stood up after being seated for 30 minutes while driving. The patient stated they lived 30 minutes from everywhere in the country and when they came home the other day from somewhere, they got out of the car, got up the porch steps and wet themselves all the way to the bathroom. Today was worse than that, they went to get a manicure/pedicure and got out the car and got into the shop and "there you have it again", they were able to get to the restroom and get their underwear off and in their purse and save face while they were at the shop but "jiminy cricket" and stated they'd never had incontinence before. Patient further clarified: patient stated they had gotten the implant because they hadn't been emptying their bladder fully that they'd sit on the toilet and try to empty but they were never able to fully empty so they got the implant and that they'd never been incontinent before now. Patient services asked the patient if they'd had any falls or traumas and the patient stated no, that the only unusual thing they could think of was that they'd used a heating pad on their back because they had arthritis in their lower spine and a fractured vertebrae up between their shoulders so the heat was really helpful for them and that they used the heating pad on a lower setting. Patient services reviewed compatibility considerations for a heating pad with the patient. The patient stated the therapy had been helping for their symptoms but then about a week ago, they've been having this incontinence. The patient stated they'd called their managing health care provider and the healthcare provider told them to call the representative, patient stated they reschedule their appointment for (B)(6) 2025 which was still a long ways away. Patient services reviewed the role of patient services with the patient and redirected the patient to certainly follow up with their healthcare provider to check the implanted system when they had their scheduled appointment, but also offered to walk the patient through connecting to their implant to check their settings and to discuss potential therapy considerations. Patient noted they would like to do that but stated their communicator wasn't charged up so they were going to call back on monday morning at 8am central time for assistance connecting to their settings and potentially making a therapy adjustment. Documented rep orted event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an appointment on april 16th, and they adjusted their device.